Event description:
It was reported that the tip of the reflex hybrid revision driver draw rod was observed to be broken upon inspection. There was no procedure associated with this event. No surgical delay nor adverse consequences occurred.

Manufacturer narrative:
A visual inspection was performed and the tip of the device was confirmed to be fractured. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot, and no similar complaints were identified. The reflex hybrid surgical technique and device IFU were reviewed: ¿ do not pull the screw out with only the inner shaft/draw rod. Note: ensure that the tip is fully expanded(draw rod tightened finger-tight) prior to attempting to remove the screw. Note: the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft. Note: while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided, as it can cause bending or breakage of the inner shaft. Tip: check the tip of the inner shaft/draw rod regularly to ensure that the threaded tip hasn¿t stripped. Instruments must be examined for wear or damage prior to surgery and after sterilization." The cause of the reported event is most likely normal wear due to device age as the device is approximately 6 years old. Excessive force applied in previous surgeries may have also contributed to the event.

Event description:
It was reported that the tip of the reflex hybrid revision driver draw rod was observed to be broken upon inspection. There was no procedure associated with this event. No surgical delay nor adverse consequences occurred.